Event description:
The manufacturer received a work order reporting that the dreamstation auto CPAP device having blower noise. During the evaluation of the device, the third-party service center visually inspected the device and confirmed the customer¿s complaint. The service technician observed melted filter. Additionally, the service center also found blower failure.